Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 18.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. Post-operatively, the patient complained of blurry vision, starbursts during night driving, sensitivity to light during sunny and cloudy daylight hours, and needed sunglasses even when it was overcast. The patient stated that with both eyes open, the left eye feels weepy/watery even though it is not. The patient tried using eye drops, which did not help, and has glasses with a slight prescription, but they do not relieve the patient's issues. Therefore, the lens was explanted on (B)(6) 2018. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a non-johnson and johnson lens. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/17/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.